Event description:
An MDR user report was filed disclosing that a pt was admitted following dialysis with acute hemolytic pancreatitis. At the end of dialysis the pt c/o abdominal pain and showed signs of hematuria. A kink was not found in the suspect blood line, however the reporter believes a 40mmhg venous pressure drop indicated a kink in the tubing that may have not been noticed. The pt was hospitalized for 3 weeks and discharged to out-patient dialysis. The suspect devices included the arterial blood line, 4th use and the above noted f8 dialyzer, 23rd use. When questioned why source believes that the dialyzer may have been a contributing factor, no substantial rationale was given. The dialyzer had been used without incident with the first use and subsequently for 22 more hemodialysis treatments. The final disinfectant used for reuse was formaldehyde. The sample is available for evaluation. 1/5/98 called customer to check on sample, since mailer was rec'd on 1/2/98, not sent 1/15/98. C.t. Promises to send sample out today.

Manufacturer narrative:
Follow-up with device eval. By sample eval, record review and trend analysis, there was no evidence found of a mfg issue which would explain this reported pt reaction (hemolysis with pancreatitis). It was assumed by the complainant that there was an undetected kink of the blood tubing set which was filed as another MDR, but since it was not seen the dialyzer was reported as a suspected device. Based on the info provided by the healthcare professional, there was no evidence of a disinfectant reaction, which could cause or contribute to the pt developing a chemical hemolytic reaction; the residual testing for formaldehyde was negative and the pt's symptoms were not typical of a suspected formaldehyde reaction. And finally, the dialyzer had been used previously for 22 treatments without incident on this pt. We know that there are many clinical influences relating to hemolytic reactions for dialysis pts including underlying med conditions of the pt, blood transfusions, as well as excessive negative pressure pre-blood pump, fistula needle gauge and dialysate variances. This info provided to customer. Complaint closed with continued monitoring.